Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). A double stop was performed. The case was completed with radiofrequency. The patient was still recovering after the procedure. No further patient complications have been reported as a result of this event.